Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was determined to be due to a loose connection. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) recycled power to clear the alarms and then explained the alarms to the customer. The home patient (hp) would discard the supplies and finish with manuals. The hp said a supply bag connection was not tight and was leaking. The caller would contact the registered nurse (rn) per the air detect alarm and being connected. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. The patient does not have any pets that caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or the overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.